Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wiring of the power supply. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.